Manufacturer narrative:
Occupation = non-healthcare professional. Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturers instructions, quality control, and a functional test & visual inspection of the returned device were conducted during the investigation. Upon functional testing, completed with water, a pinhole leak in the balloon material was noted to be present. Because of this hole, the device did in fact not maintain pressure, as reported from the customer. No other damage to the balloon catheter was found. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions, drawing, quality control procedures, and over all device master record was conducted, and no gaps were discovered. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Measures are being conducted to address this failure mode. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that during a procedure involving the left superficial femoral artery (sfa), an advance 35 lp low profile balloon catheter would not maintain pressure above 4 atmospheres. This was observed while performing pre-dilation of the left sfa/popliteal. Another manufacturer's guide wire was used along with the complaint device. The complaint device was removed and pre-inflation was not re-attempted. The lesion was stented and post-dilation was performed with a different size balloon. There was no harm to the patient. Upon return and investigation of the device, however, a pinhole was found. There has been no report that any part of the device remained in the patient's body, that the patient required any additional procedures, or that the patient experienced any adverse effects due to this event.